Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation and balloon withdrawal difficulty occurred. The physician successfully implanted a taxus liberte 3.0x24mm drug eluting stent to the nontortuous mid left anterior descending (lad) artery. The lesion was pre-dilated, unknown type and size balloon. Upon withdrawal, deflation of the balloon needed 30 seconds. The physician then inflated and deflated the balloon again and when he attempted to withdraw the stent, it was hardly possible. "The guiding catheter has been drawn until the stent, finally it was possible to withdraw the balloon and the procedure could be finished successfully." The physician refused to give more details regarding this event as no patient injuries or complications occurred. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.